Event description:
A physician reported a pt who was originally skin tested on 25 august 1998 with negative results. On 23 september 1998, the pt was treated in the tranverse forehead lines, glabella, and unspecified facial scars. On 2 october 1998, the pt reported he went to a tanning booth and noticed fine red lines at the forehead line treated sites later the same day. On 13 october 1998, the pt was examined and the physician noted edema at only the treatment sites of the forehead lines. There was no redness or induration noted. The physician prescribed a medrol dos-pak can cyclocort cream. The physician believed the symptoms may possibly be a hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.